Event description:
Perclose proglide¿ suture-mediated closure (smc) system attempted to deploy in left iliac which had a prior femoral patch. Proglide¿ smc system could not be deployed as it was stuck in the left iliac artery. Attempts too pull proglide¿ smc system out were unsuccessful. Footplates on the perclose would not retract. After consultation with vascular surgeon, it was determined that a forceful pullback on the device would be successful. Right iliac artery access was obtained. A balloon was placed over the aortic bifurcation and placed above the left iliac artery puncture sight. The balloon was inflated and at the same time the perclose proglide¿ smc system was forcefully pulled out with success. Product clinical sales representative took device back for evaluation.